Event description:
Country of complaint: (B)(6). Surgeon could not get the screwdriver to hold the polyaxial screw. The screw fell off the driver and fell into the surgical field. The surgeon retrieved the screw. He/she attempted to use another screw with the driver but was unsuccessful.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: evaluation is ongoing.